Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the reload was pre fired. The surgeon was able to press the green button but could not squeeze the handle and the device did not fire. There was no patient involvement.